Event description:
Patient reported that she believed device was under-delivering insulin during the basal delivery. Patient indicated that the device did not seem to make the loud auditory noise long enough to delivery the basal rates like it used to. Patient indicated that his blood glucose had been elevated (400s mg/dl). Patient indicated that he had been getting the 07 (system alarm).